Event description:
Spoke with patient and according to her last night one of her pumps is alarming for "high pressure." She checked the tubing and there was no blockage or kink and the tubing is not clamped./ she immediately changed the pump to the other one and everything went fine. She went to work today and while at work the back-up pump is also alarming high pressure but then the alarm stopped and it's working fine right now. She is not comfortable to use the pump if it's alarming even without any blockages or kink. She is at work right now and so she will call us when she gets home to give the serial numbers of the 2 pumps we are replacing. Advised that we will send 2 replacement pumps for early morning delivery tomorrow. Also informed her that she needs to send back the 2 pumps she has right now once she receives the 2 new pumps pt v/u. There was no interruption of therapy due to malfunctioning pumps. No other information known. Dose or amount: 110 nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to ongoing.